Manufacturer narrative:
Date returned to manufacturer: corrected to "02-jan-2019" in the supplemental MDR#1. Claim#: (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated that, after implanting a cc4204a intraocular lens, diopter +19.0 into the patient's eye, the surgeon noticed that the lens was torn. The reporter states that during the loading process the technician felt resistance in the plunger. This occurred on (B)(6) 2018. The lens was removed intraoperatively and an alternate lens was implanted on the same date. "No harm to patient" is reported.

Manufacturer narrative:
The device was returned in the device tray. The lens was returned inside the cartridge and was smashed between the cartridge wings. Method code added, result code updated. Claim#: (B)(4).